Event description:
Per the clinic, the patient developed an infection at the implant site (date not reported). The device was explanted (B)(6) 2021 and the patient was reimplanted with a new device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the infection on patient's abutment site was treated with topical antibiotics (date not reported).